Event description:
The hcp reported the patient was not receiving adequate pain control with the pump and requested it be removed. During explantation of the catheter, it was discovered it had fractured "such that a portion was unable to be retrieved." The hcp reported explaining the situation to the patient and her family, that the risks are minimal. The patient is reported to have recovered without sequela.